Manufacturer narrative:
(B)(4). Other remarks: for related complaint refer to: MDR #1219856-2017-00220 and (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) started to pump and the rn noted blood backing up into the driveline. As a result, they wired through the central lumen, and using the side-port sheath in the next tray, they placed another iab. The patient was in poor condition upon arrival to the cath lab.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Although the root cause of the broken fiber in undetermined a puncture consistent with contact from the broken fiber was found near the distal tip of the catheter which likely allowed blood to enter the helium pathway. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the cause. Other remarks: for related complaint refer to: MDR #1219856-2017-00220 and (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) started to pump and the rn noted blood backing up into the driveline. As a result, they wired through the central lumen, and using the side-port sheath in the next tray, they placed another iab. The patient was in poor condition upon arrival to the cath lab.